Event description:
It was reported that the insulin pump alarmed motor error. The caller did not know the blood glucose reading. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with blank display due to corroded battery tube. The insulin pump was unable to verify motor error alarm due to blank display. The motor passed motor test. The insulin pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked reservoir tube.